Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer¿s blood glucose value was 124mg/dl, 250 to 280mg/dl. Customer¿s current blood glucose value was 258mg/dl. Customer treated with syringes. Customer thought pump was under delivering because he changed set several times and blood glucose values continued to rise. The drive support cap was normal. Insulin pump will not be returned for analysis.